Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dyspnea. The right ventricular (rv) lead exhibited chronically high thresholds. The rv lead will be explanted and replaced. No further patient complications have been reported as a result of this event.